Event description:
It was reported tha the patient had the inability to talk and right sided weakness. A CT of the head showed a large lobar hemorrhage of the left cerebral hemisphere. It was noted that the patient had a an acute mi with subsequent cardiogenic shock a couple of days prior to tandemheart device insertion. Patient support was later removed due to the disabilities as a result of the stroke per patient and family request. Information was received from the physician that the stroke was due to the anticoagulation medication required for the tandemheart equipment. No non-conformances or abnormalities noted for the cannula or pump.

Event description:
The patient's tandemlife support was removed as a result of the reported stroke the patient experienced. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem. Corrected data: initial MDR inadvertently did not specify what kind of support was removed for the patient as a result of their stroke.